Event description:
Pain making her heart hurt [chest pain - cardiac]. Bilateral leg pain/ sharp lower extremity pain [leg pain]. 2+ pitting edema to left [edema knees]. Elevated heart rate [heart rate increased]. Unable to bear weight without pain [weight bearing difficulty]. Unable to move without pain/burning pain/radiates [pain upon movement]. Abdominal pain [abdominal pain]. Left knee discomfort [injection site joint discomfort]. Muscle aches [muscle ache]. Stiffness [stiffness]. Unable to ambulate [unable to walk]. Bp increased [blood pressure increased]. Glucose 400 [blood glucose increased]. Nausea [nausea]. Vomiting [vomiting]. Weakness on left side of face [facial weakness]. Eye drooping [ptosis]. Liver enlarged [liver enlargement]. Fatigue [fatigue]. Headache [headache]. Dizziness [dizziness]. Mcv high [mean cell volume increased]. Shakiness to face and hands [shaking of hands]. Mch low [mch decreased]. Hgb low [hemoglobin decreased]. Creatinine high [blood creatinine increased]. Alkaline phosphatase high [alkaline phosphatase increased]. Limited rom due to pain [joint range of motion decreased]. C-reactive protein increased [crp increased]. Drowsy/unable to stay awake [drowsiness]. Left knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain [aching (l) knee]. Joint swelling [joint swelling]. Cortisone shots on same day [device use issue]. Adverse event negative reaction [unevaluable event]. Case narrative: based on additional information received on 01-jul-2019, the case became valid from non valid. Also the seriousness of the case was upgraded from non-serious to serious (due to addition of medically significant for pain making her heart hurt and hospitalization for bilateral leg pain/ sharp lower extremity pain). This case is cross referenced to case (B)(4) (multiple devices). Initial information received on 07-feb-2019 regarding an unsolicited legal valid non-serious case received from a lawyer. This case involves a (B)(6) female patient (152.4 cm and (B)(6)) who experienced adverse or negative reaction, fatigue, headache, dizziness, shakiness to face and hands, mch low, hgb low, creatinine high and alkaline phosphatase high2+ pitting edema to left,liver enlarged, left knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, elevated heart rate, bilateral leg pain/ sharp lower extremity pain, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, left knee discomfort, joint swelling, muscle aches, c-reactive protein increased, limited rom due to pain, stiffness, as unable to ambulate; cortisone shots on same day, mcv high, bp increased, glucose 400, nausea, vomiting, weakness on left side of face, eye drooping, pain was making her heart hurt with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history moderate persistent asthma, uncomplicated, obstructive sleep apnea, hyperlipidaemia, renal insufficiency, gerd, atrial fibrillation, cva, arthritis, epistaxis, pseudogout, hay fever, anxiety, congenital coronary anomaly, pulmonary hypertension, diastolic dysfunction, sinus infections, hard of hearing (l ear), vertigo, morbid obesity, atrial fibrillation, concentric left ventricular hypertrophy, motion sickness, vitamin d deficiency, anxiety, gallstones, peripheral neuropathy ,osteoporosis, bells palsy, anemia, right side weakness, tremors, cad, depression, cardiac catheterization, chronic kidney disease, urgency and stress incontinence, back injury, pneumonia, herniated disks, sleep apnea, epistaxis, morning sickness,hypoxia, diabetic neuropathy, nicotine dependence and was a cane user. Surgical history included breast surgery, rt arm fracture, knee surgery, breast mammogram, biopsy. The patient's family history included chf with mother and father, leukaemia with father, cardiac disorder and diabetes mellitus. At the time of the event was allergic to azithromycin, omnicef, sodium benzoate, dye fdc blue 1, verapamil hcl, pravastatin sodium, amlodipine besylate, had type 2 diabetes mellitus and essential (primary) hypertension and was a non-smoker, copd, irregular menses cycles, facial droop, eyelid droop, home oxygen use and breast cancer, shortness of breath, CPAP, no history of alcohol abuse. Concurrent conditions include knee pain, allergic rhinitis, blurred vision at times (glasses used), fibrocystic/other breast disease, peripheral vascular disease, chronic respiratory failure, facial droop, chronic pain syndrome, facial weakness. The patient was exposed to second hand smoke from father and brother and had no history of alcohol abuse. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included magnesium; ofloxacin; fluticasone propionate, salmeterol xinafoate (advair); tizanidine hydrochloride; oxycodone; montelukast sodium (singulair); pregabalin (lyrica); ranolazine (ranexa); tramadol hcl; bumetanide; amlodipine besilate; docusate sodium; calcitriol; insulin glargine (lantus); losartan (losartan); insulin aspart (novolog); fluticasone propionate (flonase [fluticasone propionate]); macrogol 3350 (miralax); diphenhydramine hydrochloride, paracetamol, phenylephrine hydrochloride (benadryl allergy plus sinus headache); spironolactone; glyceryl trinitrate (nitrostat); colchicine (colchicine); atorvastatin calcium; isosorbide mononitrate and ergocalciferol, benadryl, apresoline (hydralazine hydrochloride), budesonide, formoterol fumarate (symbicort); glucose (dex4); isosorbide mononitrate (imdur); losartan potassium (cozaar), tylenol (paracetamol), zanaflex (tizanidine hydrochloride), docusate sodium (dok), aspirine, pepcid (famotidine), albuterol sulfate, atrovent (ipratropium bromide), ferrous sulfate, vitamin d3 (cholecalciferol), ventolin, terbinafine. Hcl. On (B)(6) 2017, the patient received intra-articular bilateral injection of hylan g-f 20, sodium hyaluronate at 6ml once for primary osteoarthritis of knees, in left knee (batch: unknown). The same day patient had cortisone injection. The left knee was prepped with betadine and alcohol, under sterile conditions, 18-gauge needle was inserted into medial patellofemoral joint, 13cc of synovial fluid was aspirated and 6ml of hylan g-f 20, sodium hyaluronate was injected. The patient tolerated the procedure well and a band-aid was placed on the area. The same procedure was performed on patients right knee under sterile conditions. It was reported that the patient was alternating between hylan g-f 20, sodium hyaluronate and steroid injections for symptomatic relief for her bilateral knee pain and discomfort. The pain was not improved with further medications and there was pain to legs again. On (B)(6) 2017, the patient experienced that the pain was making her heart hurt, had headache. The patient had symptoms that began yesterday but she did not inform then. The headache was described as pressure and numbness in her bilateral upper and lower extremities. On (B)(6) 2017 at 2 am, the pain worsened and the patient was unable to walk. On the same day, the patient had bilateral leg pain and was admitted to the hospital for bilateral leg pain and the general exam revealed 2+ pitting edema to left. The patient had high blood pressure on arrival and had hypertensive emergency and high glucose of 400s upon admission. The labs revealed mch low (mean cell haemoglobin decreased), alkaline phosphatase high (blood alkaline phosphatase increased), creatinine high (blood creatinine increased), hgb low (haemoglobin decreased), mcv high (mean cell volume increased), alkaline phosphatase high (blood alkaline phosphatase increased) and elevated heart rate (heart rate increased), c-reactive protein increased. It was reported that the patient had elevated glucose levels due to steroid injections that she received in both legs. It was reported that the patient had reaction to the injections which increased pain and discomfort. The pain was burning, aching, cramping, stabbing in character and with intensity of 9 and severe. The patient was sleeping on exam and woke up easy to voice. The patient reported that the pain radiates up to arms after getting injections and had pain during walking. The pain was radiating and exacerbated on movement. The patient had bilateral lower extremity pain and was unable to ambulate since an unknown date. On an unknown date, the patient experienced left knee joint swelling, muscle aches, stiffness, left knee joint pain, nausea, vomiting and had limited rom due to pain, fatigue. On (B)(6) 2017, the patient had CT abdomen and pelvis done that revealed enlarged liver. On (B)(6) 2017, the patient was drowsy and unable to stay awake for education. On (B)(6) 2017, the nausea and vomiting improved. On an unknown date, the patient had unable to bear weight without pain and unable to move without pain, weakness on left side of face. On an unknown date, the patient also experienced abdominal pain which was because of cholelithiasis. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2018, patient reported to the clinic for follow up of her bilateral knee pain. The patient was administered 2ml of depomedrol along with 4ml of lidocaine under sterile conditions in both her knees. The patient was informed that the steroid injection would elevate her blood sugars for about 24-48 hours. The patient tolerated the procedure well and was scheduled for her next follow up after three months. On (B)(6) 2018, patient reported again for follow up of her bilateral knee pain. She reported that she steroid injection she received last time provided her only limited relief. The patient further reported an adverse or negative reaction (latency: unknown) to synvisc-one. She was alternating between steroid and viscosupplementation injections for symptomatic relief and was to receive monovisc injection that day. Both her knees were prepped in sterile manner and were injected with 4ml of monovisc and tolerated the procedure well. Patients next follow up was scheduled after three months and she would be receiving zilretta injection. Relevant laboratory test results included: (B)(6). Corrective: oxycodone for arthralgia; not reported for other events. Outcome: unknown for drowsy/unable to stay awake, c-reactive protein increased, limited rom due to pain, pain was making her heart hurt, fatigue headache, dizziness, shakiness to face and hands, 2+ pitting edema to left,liver enlarged, bilateral knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, elevated heart rate, bilateral leg pain/ sharp lower extremity pain, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, knee discomfort, joint swelling, muscle aches, stiffness, as unable to ambulate; as not applicable for cortisone shots on same day; as recovered / resolved for mcv high, bp increased, as recovering / resolving for glucose 400, nausea, vomiting, weakness on left side of face, eye drooping; not recovered for mch low, hgb low, creatinine high and alkaline phosphatase high. Seriousness criteria: medically significant for pain making her heart hurt and hospitalization for bilateral leg pain/ sharp lower extremity pain a product technical complaint was initiated and results were pending for the same. Additional information was received on 01-jul-2019 from lawyer. Event added for fatigue headache, dizziness, shakiness to face and hands, mch low, hgb low, creatinine high and alkaline phosphatase high2+ pitting edema to left,liver enlarged, bilateral knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, elevated heart rate, bilateral leg pain/ sharp lower extremity pain, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, knee discomfort, joint swelling, muscle aches, stiffness, as unable to ambulate; cortisone shots on same day, mcv high, bp increased, glucose 400, nausea, vomiting, weakness on left side of face, eye drooping. Discharge summary added. Medical history updated. Concomitant medications added. Clinical course was updated. Text amended accordingly.

Event description:
Pain making her heart hurt [chest pain - cardiac] . Bilateral leg pain/ sharp lower extremity pain [leg pain] . 2+ pitting edema to left [edema knees] . Elevated heart rate [heart rate increased] . Unable to bear weight without pain [weight bearing difficulty] . Unable to move without pain/burning pain/radiates [pain upon movement] . Abdominal pain [abdominal pain] . Left knee discomfort [injection site joint discomfort] . Muscle aches [muscle ache] . Stiffness [stiffness] . Unable to ambulate [unable to walk] . Bp increased [blood pressure increased] . Glucose 400 [blood glucose increased] . Nausea [nausea]. Vomiting [vomiting] . Weakness on left side of face [facial weakness] . Eye drooping [ptosis] . Liver enlarged [liver enlargement] . Fatigue [fatigue] . Headache [headache] . Dizziness [dizziness] . Mcv high [mean cell volume increased] . Shakiness to face and hands [shaking of hands] . Mch low [mch decreased] . Hgb low [hemoglobin decreased] . Creatinine high [blood creatinine increased] . Alkaline phosphatase high [alkaline phosphatase increased] . Limited rom due to pain [joint range of motion decreased] . C-reactive protein increased [crp increased]. Drowsy/unable to stay awake [drowsiness] . Left knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain [aching (l) knee] . Joint swelling [joint swelling] . Cortisone shots on same day [wrong injection technique] . Adverse event negative reaction [unevaluable event] . Case narrative: based on additional information received on 01-jul-2019, the case became valid from non valid. Also the seriousness of the case was upgraded from non-serious to serious (due to addition of medically significant for pain making her heart hurt and hospitalization for bilateral leg pain/ sharp lower extremity pain). This case is cross referenced to (B)(4) (multiple devices). Initial information received on 07-feb-2019 regarding an unsolicited legal valid non-serious case received from a lawyer. This case involves a 56 years old female patient (152.4 cm and 118.367 kg) who experienced adverse or negative reaction, fatigue, headache, dizziness, shakiness to face and hands, mch low, hgb low, creatinine high and alkaline phosphatase high2+ pitting edema to left,liver enlarged, left knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, elevated heart rate, bilateral leg pain/ sharp lower extremity pain, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, left knee discomfort, joint swelling, muscle aches, c-reactive protein increased, limited rom due to pain, stiffness, as unable to ambulate; cortisone shots on same day, mcv high, bp increased, glucose 400, nausea, vomiting, weakness on left side of face, eye drooping, pain was making her heart hurt with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history moderate persistent asthma, uncomplicated, obstructive sleep apnea, hyperlipidaemia, renal insufficiency, gerd, atrial fibrillation, cva, arthritis, epistaxis, pseudogout, hay fever, anxiety, congenital coronary anomaly, pulmonary hypertension, diastolic dysfunction, sinus infections, hard of hearing (l ear), vertigo, morbid obesity, atrial fibrillation, concentric left ventricular hypertrophy, motion sickness, vitamin d deficiency, anxiety, gallstones, peripheral neuropathy ,osteoporosis, bells palsy, anemia, right side weakness, tremors, cad, depression, cardiac catheterization, chronic kidney disease, urgency and stress incontinence, back injury, pneumonia, herniated disks, sleep apnea, epistaxis, morning sickness,hypoxia, diabetic neuropathy, nicotine dependence and was a cane user. Surgical history included breast surgery, rt arm fracture, knee surgery, breast mammogram, biopsy. The patient's family history included chf with mother and father, leukaemia with father, cardiac disorder and diabetes mellitus. At the time of the event was allergic to azithromycin, omnicef, sodium benzoate, dye fdc blue 1, verapamil hcl, pravastatin sodium, amlodipine besylate, had type 2 diabetes mellitus and essential (primary) hypertension and was a non-smoker, copd, irregular menses cycles, facial droop, eyelid droop, home oxygen use and breast cancer, shortness of breath, CPAP, no history of alcohol abuse. Concurrent conditions include knee pain, allergic rhinitis, blurred vision at times (glasses used), fibrocystic/other breast disease, peripheral vascular disease, chronic respiratory failure, facial droop, chronic pain syndrome, facial weakness. The patient was exposed to second hand smoke from father and brother and had no history of alcohol abuse.the patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included magnesium; ofloxacin; fluticasone propionate, salmeterol xinafoate (advair); tizanidine hydrochloride; oxycodone; montelukast sodium (singulair); pregabalin (lyrica); ranolazine (ranexa); tramadol hcl; bumetanide; amlodipine besilate; docusate sodium; calcitriol; insulin glargine (lantus); losartan (losartan); insulin aspart (novolog); fluticasone propionate (flonase [fluticasone propionate]); macrogol 3350 (miralax); diphenhydramine hydrochloride, paracetamol, phenylephrine hydrochloride (benadryl allergy plus sinus headache); spironolactone; glyceryl trinitrate (nitrostat); colchicine (colchicine); atorvastatin calcium; isosorbide mononitrate and ergocalciferol, benadryl, apresoline (hydralazine hydrochloride), budesonide, formoterol fumarate (symbicort); glucose (dex4); isosorbide mononitrate (imdur); losartan potassium (cozaar), tylenol (paracetamol), zanaflex (tizanidine hydrochloride), docusate sodium (dok), aspirine, pepcid (famotidine), albuterol sulfate, atrovent (ipratropium bromide), ferrous sulfate, vitamin d3 (cholecalciferol), ventolin, terbinafine. Hcl. On (B)(6) 2017, the patient received intra-articular bilateral injection of hylan g-f 20, sodium hyaluronate at 6ml once for primary osteoarthritis of knees, in left knee (batch: unknown). The same day patient had cortisone injection. The left knee was prepped with betadine and alcohol, under sterile conditions, 18-gauge needle was inserted into medial patellofemoral joint, 13cc of synovial fluid was aspirated and 6ml of hylan g-f 20, sodium hyaluronate was injected. The patient tolerated the procedure well and a band-aid was placed on the area. The same procedure was performed on patients right knee under sterile conditions. It was reported that the patient was alternating between hylan g-f 20, sodium hyaluronate and steroid injections for symptomatic relief for her bilateral knee pain and discomfort. The pain was not improved with further medications and there was pain to legs again. On (B)(6) 2019 the patient experienced that the pain was making her heart hurt, had headache. The patient had symptoms that began yesterday but she did not inform then. The headache was described as pressure and numbness in her bilateral upper and lower extremities. On (B)(6) 2017 at 2 am, the pain worsened and the patient was unable to walk. On the same day, the patient had bilateral leg pain and was admitted to the hospital for bilateral leg pain and the general exam revealed 2+ pitting edema to left. The patient had high blood pressure on arrival and had hypertensive emergency and high glucose of 400s upon admission. The labs revealed mch low (mean cell haemoglobin decreased), alkaline phosphatase high (blood alkaline phosphatase increased), creatinine high (blood creatinine increased), hgb low (haemoglobin decreased), mcv high (mean cell volume increased), alkaline phosphatase high (blood alkaline phosphatase increased) and elevated heart rate (heart rate increased), c-reactive protein increased. It was reported that the patient had elevated glucose levels due to steroid injections that she received in both legs. It was reported that the patient had reaction to the injections which increased pain and discomfort. The pain was burning, aching, cramping, stabbing in character and with intensity of 9 and severe. The patient was sleeping on exam and woke up easy to voice. The patient reported that the pain radiates up to arms after getting injections and had pain during walking. The pain was radiating and exacerbated on movement. The patient had bilateral lower extremity pain and was unable to ambulate since an unknown date. On an unknown date, the patient experienced left knee joint swelling, muscle aches, stiffness, left knee joint pain, nausea, vomiting and had limited rom due to pain, fatigue. On (B)(6) 2019 the patient had CT abdomen and pelvis done that revealed enlarged liver. On (B)(6) 2017, the patient was drowsy and unable to stay awake for education. On (B)(6) 2019, the nausea and vomiting improved. On an unknown date, the patient had unable to bear weight without pain and unable to move without pain, weakness on left side of face. On an unknown date, the patient also experienced abdominal pain which was because of cholelithiasis. On on (B)(6) 2019,, the patient was discharged from the hospital. On (B)(6) 20198, patient reported to the clinic for follow up of her bilateral knee pain. The patient was administered 2ml of depomedrol along with 4ml of lidocaine under sterile conditions in both her knees. The patient was informed that the steroid injection would elevate her blood sugars for about 24-48 hours. The patient tolerated the procedure well and was scheduled for her next follow up after three months. On (B)(6) 2018, patient reported again for follow up of her bilateral knee pain. She reported that she steroid injection she received last time provided her only limited relief. The patient further reported an adverse or negative reaction (latency: unknown) to synvisc-one. She was alternating between steroid and viscosupplementation injections for symptomatic relief and was to receive monovisc injection that day. Both her knees were prepped in sterile manner and were injected with 4ml of monovisc and tolerated the procedure well. Patients next follow up was scheduled after three months and she would be receiving zilretta injection. Relevant laboratory test results included: blood alkaline phosphatase - on (B)(6) 2017: 120 [high]; on (B)(6) 2017: 110 [high] blood chloride (96 - 108 mmol/l) - on (B)(6) 2017: 90 mmol/l [low] blood creatinine - on (B)(6) 2017: 1.6 [high] then 2.6 [high]; on(B)(6) 2017: 2.8 [high]; on 03-dec-2017: 2.1 [h]; on (B)(6) 2017: 2.2 [h]; on (B)(6) 2017: 3.1 [h] blood glucose (70 - 100 mg/dl) - on (B)(6) 2017: 380 mg/dl [high]; on (B)(6) 2017: 179 mg/dl [high] blood pressure measurement - on (B)(6) 2017: 242/106 then 242/106 [high] then 150/77 [high - on last visit]; on (B)(6) 2017: 242/106 [high]; on (B)(6) 2017: 128/80 [normal]; on (B)(6) 2017: 148/86 [high] blood urea - on (B)(6) 2017: 23 [high]; on (B)(6) 2017: 35 [34 at 16:20 35 at 11:58] blood uric acid - on (B)(6) 2017: 8.3 [high] c-reactive protein - on (B)(6) 2017: 13.6 [high] carbon dioxide (22 - 32 mmol/l) - on (B)(6) 2017: 33 mmol/l [high]; on (B)(6) 2017: 34 mmol/l [high]; on (B)(6) 2017: 33 mmol/l [high] globulin - on(B)(6) 2017: 3.7 [high] haematocrit - on (B)(6) 2017: 29.1 [low] haemoglobin - on (B)(6) 2017: 9.2 [low]; on (B)(6) 2017: 10.1 [low] mean cell haemoglobin - on (B)(6) 2017: 25.3 [low]; on (B)(6) 2017 24.7 [low] mean cell haemoglobin concentration - on (B)(6) 2017: 31.6 [low]; on (B)(6) 2017: 30.6 [low] red blood cell count - on (B)(6) 2017: 3.63 [low] red blood cell sedimentation rate abnormal - on (B)(6) 2017: 79 [high]. Corrective: oxycodone for arthralgia; not reported for other events. Outcome: unknown for drowsy/unable to stay awake, c-reactive protein increased, limited rom due to pain, pain was making her heart hurt, fatigue headache, dizziness, shakiness to face and hands, 2+ pitting edema to left,liver enlarged, bilateral knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, elevated heart rate, bilateral leg pain/ sharp lower extremity pain, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, knee discomfort, joint swelling, muscle aches, stiffness, as unable to ambulate; as not applicable for cortisone shots on same day; as recovered / resolved for mcv high, bp increased, as recovering / resolving for glucose 400, nausea, vomiting, weakness on left side of face, eye drooping; not recovered for mch low, hgb low, creatinine high and alkaline phosphatase high. Seriousness criteria: medically significant for pain making her heart hurt and hospitalization for bilateral leg pain/ sharp lower extremity pain a product technical complaint was initiated and results were pending for the same. Additional information was received on 01-jul-2019 from lawyer. Event added for fatigue headache, dizziness, shakiness to face and hands, mch low, hgb low, creatinine high and alkaline phosphatase high2+ pitting edema to left,liver enlarged, bilateral knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, elevated heart rate, bilateral leg pain/ sharp lower extremity pain, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, knee discomfort, joint swelling, muscle aches, stiffness, as unable to ambulate; cortisone shots on same day, mcv high, bp increased, glucose 400, nausea, vomiting, weakness on left side of face, eye drooping. Discharge summary added. Medical history updated. Concomitant medications added. Clinical course was updated. Text amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of (B)(6) 2019, the event coding was updated from device use issue to wrong injection technique